Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-01309 and 3002806535-2016-00788).

Event description:
It was reported a patient sustained a hyperflexion injury due to a fall approximately 7 years after the initial right knee arthroplasty.